Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. (B)(4). A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator screen is black. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 16oct2018. The field service engineer (fse) replaced the power management (pm) board to address the reported problem.